Manufacturer narrative:
Qc performed prior to the event was within specifications. System checks performed on 10/19/06 and 10/26/06 passed. The specimen was collected in a serum separator tube (sst) and centrifuged at 3,000 rpm for 10 minutes. The sample was then aliquoted and centrifuged at 13,000 rpm for additional 3 minutes. The sample was processed from a 2ml sample cup. A field service engineer (fse) was dispatched to the customer's lab on 11/02/2006. The fse replaced: peri-pump tubing, aspirate probes and a wash tower nozzle. The fse cleaned wash and precision valves to remove a build up. The fse verified that the instrument was operating within specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tnl and a result of 1.48ng/ml was obtained. The accu tnl result was not reported out of the lab. The original sample was tested on a different instrument in the customer's lab for accu tnl and a result of 0.03ng/ml was obtained. The customer then re-tested the original sample for accu tnl on the access 2 instrument and the repeated result was 0.03ng/ml. The customer did not receive any report of patient injury requiring medical intervention that can be attributed to or connected with this event.